Event description:
Pt is admitted to ccu with unstable angina and abnormal ECG (infero-lateral territory). Angiogram showed: occlusive in-stent restenosis of a previous bare metal stent in the mid left anterior descending (lad), 99% diffuse in-stent restenosis of a previous bare metal stent in the mid circumflex (cx), and occlusion in the mid right coronary artery (rca). Previous bare metal stents are unknown. The by-pass from the lima to the lad was patent, the ra to diagonal had 50% stenosis in distal anastomosis, and the svg to rca was occluded. Pci was performed to treat the cx. A cypher select plus 2.5 x 33 mm was deployed at 22 atms. A 600 mg clopidogrel loading dose was given immediately after the procedure. Pt evolves w/o complications and is discharged after 48 hours with dual antiplatelet therapy (asa & clopidogrel). One week later, the pt's condition quickly worsens and dies at home before being able to be transferred to a hospital.

Manufacturer narrative:
This device (lot i0806184) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.